Event description:
Post-op inflammation & wound secretion. At 16:50, the patient underwent surgery due to lumbar spondylolisthesis. Hemostatic fluid gelatin was used during the operation, and the surgery went smoothly. Postoperative patients receive routine incision care and anti infection treatment. 16 days after surgery, the patient experienced exudation from the surgical incision at home, accompanied by local redness and swelling. The patient went to the (B)(6) health center for treatment and received anti infective infusion therapy, with wound debridement. After treatment, the effect was unsatisfactory, and the patient subsequently developed a fever with a maximum body temperature of 38.4 . The incision continued to leak light red fluid, accompanied by pain in the lumbar and sacral regions. Due to the persistent symptoms mentioned above, the patient sought medical attention again 33 days after surgery for poor wound healing and infection in the lumbar spine. After 39 days of surgery, the patient underwent another surgery and stayed in the hospital for 47 days. The suture was intermittently removed without any obvious abnormalities, and the drainage nozzle healed well and was discharged. No device is available for evaluation. Event date: (B)(6) 2026. Procedure date: (B)(6) 2025.